Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-00737. The pt ((B)(6)) is implanted with two percutaneous leads from different lots for right arm pain (off-label). It was reported, the pt is not receiving effective stimulation. X-ray imagery revealed one of the pt's leads has migrated. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.